Manufacturer narrative:
Technical services informed customer to wash their eyes under running water for at least 5 minutes. Technical services also advised the customer to consult their health care provider as soon as possible. Customer was provided the safety data sheet (sds). No additional investigation is necessary as a product deficiency was not identified. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked. H1 - type of reportable event. H3 other text : single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. The consumer reported that while opening the reagent bottle, the reagent solution splashed in her eye and she began to experience a burning sensation in her eye. The consumer reported washing her eyes under water for at least 5 (five) minutes and stated she felt comfortable after doing so. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. The consumer reported that while opening the reagent bottle, the reagent solution splashed in her eye and she began to experience a burning sensation in her eye. The consumer reported washing her eyes under water for at least 5 (five) minutes and stated she felt comfortable after doing so. No additional patient information, including treatment and outcome, was provided.